Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. The cause of the new spinal cord stimulator device affecting the bladder stimulator to not be working was unknown. When asked about the actions/interventions taken to resolve the bladder stimulator not working, the hcp said "post void residual within normal limits." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that since another device was put in, the current bladder device may not be working and it was what it had been. The patient had the bladder device to help him urinate correctly and he feels his symptoms have returned. The patient was wondering if he could be walked through how to check the implantable neurostimulator (ins) status using the programmer. During troubleshooting, it was indicated that the stimulation was on at p2 0.3v. The patient did not have the ability to change programs and/or adjust stimulation. It was noted that the patient would check with their healthcare professional for directions to make adjustments to the stimulation. There were no further complications or anticipations reported with this event. [Refer to (B)(4) for information related to complaint about intellis].